Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient was implanted for headaches and they were not feeling stimulation where they should be since (B)(6) 2015. Additional information it was reported that there was a revision planned because the leads had migrated and they were no longer covering their area of pain. There was an anchor issue, insertion retention. There were impedance testing, x-rays, and reprogramming done as part of diagnostic testing and troubleshooting. The patient had a less than 50% therapy relief. As of (B)(6) 2015 the revision had not been scheduled. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. (B)(4).